Event description:
It was reported that during a tonsillectomy procedure using the coblator ii (240v) controller, the coagulation function was not working. There was an audible coagulation tone, however there was no coagulation function. The surgeon opened a new wand to try with the controller, however the same thing happened with the new wand. The procedure was ultimately completed using a competitor's diathermy technology. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.